Event description:
Following a coronary angiography procedure and stabilization of the pt, the left ventricle was evaluated by the biosense technique. Within one hr after completing the diagnostic study, the pt was hypotensive. An echocardiogram confirmed the presense of pericardial effusion with tamponade. The pt was treated with successful transthoracic percardiocentesis. The pt was monitored overnight wighout complications and was discharged on the second day after the event without symptoms or sequelae.